Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an in clinic follow-up, decreased pacing impedance was observed on the right ventricular (rv) channel of the device. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.